Event description:
In 2009, the distributor reported that during surgery, the surgeon was using the instrument when one of the tip bottoms broke. The surgeon retrieved the pieces from the surgical site. This event caused a thirty minute surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.